Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. It was observed that the battery pins were bent and the battery was not seated properly. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly while transporting a patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.